Event description:
It was reported that during a gyn procedure, the blade broke off and fell into the pt. The blade was retrieved. Another device was used to complete the case. No pt consequence was reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.